Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060637) in united states on 11-apr-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014. A month after getting essure, consumer experienced heavier periods, started getting migraines more frequently, had horrible cramping for no apparent reason. Then she got pregnant in 2015. The pregnancy was horrible, since she was terrified that she had to endure a miscarriage or stillbirth. She was lucky though, and delivered her son in 2015. The birth nearly killed her due to a placenta that would not detach because of the scar tissue in her uterus. She was still hurt every single day with cramps, migraines; she could no longer wear jewelry of any kind without a rash. Sex was horribly painful and sex drive was almost nonexistent. She was taking a second form of birth control, and had a menstrual cycle that lasted 4 weeks, stopped for a day, and then started again for almost a week. Concomitant medication included ventolin and claritin d. Consumer assessed the event report type and event outcome as malfunction and other serious (important medical event); however she did not provide further details. Follow-up information received on 28-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect the reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who became pregnant after essure insertion. She delivered her son. However, according to her, the birth nearly killed her due to a placenta that would not detach because of the scar tissue in her uterus. Only pregnancy is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, no information was given about the confirmation test. Nevertheless, considering pregnancy's nature, causality with the suspect insert cannot be excluded. Regarding the remaining event, delayed separation and expulsion of the placenta is a potentially life-threatening event because it interferes with normal postpartum contraction of the uterus, which can lead to hemorrhage. Retained placenta can be defined as lack of expulsion of the placenta within 30 minutes of delivery. In the absence of any evidence of placental detachment, the diagnosis of placenta accreta should also be considered (this condition occurs when the placenta has implanted over a previously scarred uterus). In this case, the consumer mentioned her placenta would not detach because of scar tissue in her uterus, but no information was given on previous gynecological interventions (such as c-sections). Although limited information was given, considering when essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus; a mechanical interference between the device and the placenta cannot be excluded and this case was regarded as an incident (serious injury). In addition, non-serious events were reported. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No active follow-up can be pursued due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.